Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was provided. The visual inspection of the provided picture did not observe the reported leak. The reported condition is considered as confirmed based on customer report of a leak from the connection between the anticoagulant line and the 4 way vale connector. The cause of the event was due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external blood leak was observed from the connection between the heparin/anticoagulant line. The blood was reported to have oozed from the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.